Event description:
It was reported the lead was having "performance issues". The threshold was high. It was also reported there was an impedance issue (low impedance). The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. .